Event description:
It was reported that a patient presented during the follow-up with high impedance and failure to capture. The patient did not experience any symptoms due to malfunction. The lead was capped and replaced due to fracture on (B)(6) 2018. There was no adverse consequence to patient due to lead replacement.

Manufacturer narrative:
A partial lead with the connector end measuring 14.4 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.